Manufacturer narrative:
H11: three (3) samples were received for evaluation. A visual inspection with the naked eye noted scuff / scratches on the patient line and supply line tubing next to the tack weld. The scuffs/scratches measured all at or below 0.60mm2. Functional testing including leak and clear passage testing were performed with no issues and no leaks observed. The issues are cosmetic in nature and did not affect the functionality of the set. The reported damage was not verified. The observed scratch marks or scuffs on the tubing caused by tubing gripper are within the acceptable manufacturing criteria. The samples met specifications. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 (event date): the events occurred on unspecified date in 2024, reported as "over the last two months." The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice automated pd set with cassettes had a "small slit" on the patient line. This was noticed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.